Manufacturer narrative:
H10: additional narratives. Updated h6 per new information received . The most likely cause is patient factors, including diabetes mellitus (dm) and coronary artery disease (cad). The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 25mm mitral valve underwent a valve-in-valve procedure after an unknown implant duration due to stenosis. The patient presented with hf, palpitations, edema. The procedure was performed with a 26mm transcatheter valve. The patient was in stable condition post-procedure.